Event description:
A pt (hosp records are discrepant) with fbss (failed back surgery syndrome) underwent a neuroplasty procedure. The pt had undergone caudal catheter placement without incident in 11/2000. It is unclear from the physician's progress record whether any fluids were administered. The pt had decompressive caudal neuroplasty injection #2 (local anesthetic, hypertonic (10%) saline and 0.9% normal saline) the next day without incident. The pt had decompressive caudal neuroplasty injection #3 (local anesthetic, hypertonic (10%) saline and 0.9% normal saline) the following day without incident. Pt had been npo for prior 24 hrs. Bp-122/82 and hr=84. Subsequently, 2ml of adcon-l was administered over 2-3 mins. The pt complained of lightheadedness, diaphoresis and nausea. Bp=55/22 and hr=107. Ephedrine was administered. The pt had abdominal cramping and went to the restroom. Upon return, the pt became vasovagal. The pt was treated with ivf boluses lr 500ml x3. Ephedrine was given in divided doses for a total of 50mg.